Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 438 mg/dl. The customer was treated with manual shots. The customer also stated that the insulin pump had insulin flow blocked alarm. Customer was performed displacement test and it was passed. Troubleshooting was performed and customer states the insulin did not exited. Customer was declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.